Event description:
Litigation papers received. Papers allege patient suffers from pain, loss of mobility and excessive levels of chromium and cobalt in his blood. (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised for unknown reasons as the rep was not present during surgery.

Event description:
Litigation papers received. Papers allege patient suffers from pain, loss of mobility, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.